Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. A leak in the cylinder body due to wear at the fold. Cylinder 1 had fatigue at the fold and broken fabric threads. Cylinder 2 also had avulsion and broken fabric threads. There was a leak in the pump at the cylinder tubing-strain relief junction due to wear the event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to mechanical malfunction and left cylinder aneurysm . A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted

Manufacturer narrative:
Concomitant medical products: model number/catalog number: 72401130, serial number: (B)(4), batch/lot number: 337283002, model/catalog description: 100ml ultrex reservoir fgs (prefilled), expiration date 11/18/2006.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to mechanical malfunction and left cylinder aneurysm . A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.